Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, yellow particles in outer shell, a linear sharp opening on posterior side(a dimension measurement in the shell was performed which identified the thickness within specification), nicks, one opening and broken plug strap with striated edge, brown particles in inner shell. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening. Broken and opening in plug strap with striated edge assessed as surgical damage.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.